Manufacturer narrative:
Literature reference: doi: 10.5935/abc.20170142 - date of publication.

Event description:
89 patients were treated. 1 resolute integrity and 5 endeavor drug eluting stent devices were among the devices used in lesions in the left main, lad, circumflex, rca and also to treat des in-stent restenosis and intra-CABG in-stent restenosis. It is reported that the following major adverse cardiovascular adverse events occurred post-operatively: patient death, non-fatal myocardial infarction, target-lesion revascularization and binary restenosis.